Manufacturer narrative:
The reported event that the ¿variax dr aiming block fixation pin¿ broke during the removal of the aiming block, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that both the screw and the fixation spreader were received for inspection. The screw is intact, with a slightly scratched and rusty surface. The fixation spreader has also a scratched surface while the limit pin, is broken/missing. It was reported that while treating a distal radius fracture, the customer attempted to remove the aiming block, but he could not pull it out smoothly and broke the fixation pin. However, it was not reported how the customer attempted to remove the aiming block. As per op. Tech. (Variax distal radius op-tech): ¿removal of aiming block: attach the joystick to the fixation pin by tightening the black grasping sleeve (clockwise). Turn the joystick knob counterclockwise to open fixation the pin (approx. 2 turns). Remove the joystick/fixation pin assembly from the aiming block. Remove aiming block from the plate. If necessary a screw can be placed in hole used for fixation of the aiming block. Ensure that all screw heads are fully seated onto the plate and fully tightened. [¿] attention: fixation pin should not be overly tightened as this may damage the threads on the pin. Only moderate effort is needed (finger tighten only).¿ if the aiming block has not been used carefully and under appropriate conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. As per IFU (v15011): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." Based on investigation, the root cause was attributed to a user related issue. Most likely during usage, the device experienced high mechanical forces, and broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. In terms of good will, a credit note will be provided.

Event description:
While treating a distal radius fracture with a variax small plate, attempted to remove aiming block, but couldn't pull out smoothly and broke fixation pin.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
While treating a distal radius fracture with a variax small plate, attempted to remove aiming block, but couldn't pull out smoothly and broke fixation pin.